Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted, fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. Functionally, there were no abnormalities that would have caused or contributed to the reported condition. The handle had 241 of 300 procedures remaining. A clamshell and adapter were connected to the returned device, and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the system data indicated that during the last clinical firing, there was an error for the system queue being full. The handle queue filled up, due to multiple button presses in short succession. This would result in the fatal error screen being displayed by the powered handle. And would prompt the user to perform system reset as intended. It was reported, that the device was unable to perform the open and close test prior to use. The reported issue was confirmed. The most likely cause was traced to software coding. It was also reported, that the device did not recognize the attached reload properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed, prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure. The handle did not recognize a reload, was attached and it did not respond to prompts to open and close. The handle was rebooted multiple times for it to work properly. The surgeon continued using he same handle to finish the procedure. There was no patient injury. Pli 10: medtronic's initial evaluation of the incident device found that an analysis of the system data indicated, that during the last clinical firing, there was an error for the system queue being full. The handle queue filled up, due to multiple button presses in short succession. This would result in the fatal error screen being displayed by the powered handle. And would prompt the user to perform system reset as intended.